Event description:
The international philips field service engineer (fse) reported a ventilator event log revealed that the ventilator had experienced a check vent: machine pressure sensor auto-zero failed" (diagnosis code 1108). This error code was identified during preventative maintenance (pm). The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the fse confirmed the reported issue via the event log. The philips international field service engineer (fse) replaced the data acquisition (da) printed circuit board assembly (pcba).the unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported. Based on the information provided and service performed, the customer's alleged malfunction was confirmed.

Manufacturer narrative:
The visual inspection of the customer returned data acquisition (da) printed circuit board assembly (pcba) revealed no anomalies. A failure investigation (fi) technician installed the data acquisition (da) printed circuit board assembly (pcba) into a fi ventilator to duplicate the reported issue of pressure sensor auto-zero failed. The fi could not replicate the reported problem. No fault was found.